Event description:
I am a type 1 diabetic and use dexcom g7 with tandem t:slim x2 insulin pump. My complaint is related to the labeling of the dexcom g7 sensor. I attempted to connect my g7 to my tandem pump, which has worked in the past. The connection failed and I received a notification that the g7 version is not compatible with my pump. I learned that there are two or more versions of the g7 currently on the market, which both share the same ref number (stp-at-012), but with different functions. They have separate gtin numbers (B)(4), respectively) but again with only a single orderable part number. When I returned to the pharmacy, they indicated there is no way to order tandem compatible sensors. They can only order the part number, stp-at-012. The impact of this is a delay in my correct therapy. I use a tandem pump, which integrates with the g7, and uses control iq technology to adjust my basal rate. This has been my mode of therapy for over a year, and the inability for my cgm (continuous glucose monitor) to integrate, as defined in dexcom's public marketing and labeling puts an unnecessary onus on me to try to get the correct version of a model that is not separately orderable. In speaking with dexcom support, they were helpful in that they will replace the units with tandem compatible units. I asked while on the phone if they had a way to differentiate the two, which they said they did because they are aware of the compatibility issues. This leads me to believe that if dexcom is intending to continue to distribute the previous version, they should have at minimum used a different ref code when they changed the gtin so that the market and supply chain could properly distribute based on the needs of the specific customer. I did not identify an adverse event, as I can still manually change my bolus dosing based on the blood glucose reading that is available on my phone, but the benefit of the integration in keeping my blood sugar under control via variable bolus has been impacted. Over the course of this issue, my blood glucose levels have increased to over 300 overnight as the pump could not adjust basal rate, or provide automated bolus based on my cgm. Reference reports: mw5152118, mw5152119.